Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Dermatome overheated and stopped working (no smoke, fire or burn). Issue detected during testing, before surgery. The procedure was completed with a replacement product available. No patient injury.

Manufacturer narrative:
Dermatome was returned for evaluation: failure analysis - the dermatome handpiece (sn: (B)(6)) shows a deeply scratched blade bed on its head assembly. The width clips also show scratches. The handpiece¿s head was removed to inspect, it showed the oscillating pin assembly shows badly limed surface (white color and rust clearly visible) and deep scratches on the pin. This device was obviously submerged in water. To check the electronic components inside, the end cap screws were removed. Trying to remove the endcap resulted in the endcap tearing apart very easily. It is badly limed, and the bottom half of the end cap assembly is stuck inside of the handle, which makes it impossible to remove from the handle casting. To the extent that is possible to see, the electronic is also covered with lime. Leaving the unit submerged is misuse, which lead to the rust and lime. The unit cannot be repaired. The dermatome product line is obsolete and we don¿t have all of the spare part available. Root cause - the root cause is very evidently misuse. There is significant rust and lime corrosion throughout the dermatome, which is caused by leaving the unit submerged in water. There are also other major mishandling related damages.

Event description:
N/a.